Event description:
Per the info provided to the co by the physician's office, the device was removed due to "non-function". As reported to the co a mentor mfg 3-piece inflatable penile prosthesis was removed and replaced with the same.